Manufacturer narrative:
B5 updated.

Event description:
Reprise IV study. It was reported that left bundle branch block(lbbb) and low platelet levels occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 324 mg of aspirin. A lotus introducer sheath was placed and then the aortic valve treated with 25 mm lotus edge valve which was implanted successfully. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. Event summary: on the same day of index procedure, the subject developed left bundle branch block and was noted to have low platelets. Echocardiogram(EKG) was performed as the diagnostic procedure for the lbbb and lab reports for the low platelets. No action was taken to treat both the events. At the time of reporting, the events were considered not recovered. The subject was discharged the next day. It was further reported that: five days post index procedure, the subject developed transient heart block. No action was taken to treat the event. At the time of reporting the event was considered recovering.

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and low platelet levels occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 324 mg of aspirin. A lotus introducer sheath was placed and then the aortic valve treated with 25 mm lotus edge valve which was implanted successfully. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. Event summary: on the same day of index procedure, the subject developed left bundle branch block and was noted to have low platelets. Echocardiogram(EKG) was performed as the diagnostic procedure for the lbbb and lab reports for the low platelets. No action was taken to treat both the events. At the time of reporting, the events were considered not recovered. The subject was discharged the next day.